Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed no the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 1 (initial factory state). The sensor plug was returned and was not seated properly in mount. Removed plug and inspect plug assembly. Uncurled side snaps were observed, indicating improper assembly by the user. This case is not confirmed to use error.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre sensor. On (B)(6) 2020 the customer stumbled and experienced blurry vision, and unspecified symptoms of hypoglycemia and self-treated with juice but subsequently lost consciousness. Hcp contact was made and the customer was treated with IV glucose and saltwater for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer stumbled and experienced blurry vision, and unspecified symptoms of hypoglycemia and self-treated with juice but subsequently lost consciousness. Hcp contact was made and the customer was treated with IV glucose and saltwater for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.